Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported four outer cannulas were contaminated with adhesives. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a screen view of the product and lot number provided. The other photo shows a needle assembly with no plastic shield. The needle has a droplet of epoxy at about the middle of the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. Further action has not been determined necessary at this time. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 4 bd needle ns 30ga 1/2in bns yel hub tw euro had foreign material on them. The following information was provided by the initial reporter: "during the incoming goods inspection of the above goods, we detected within a sample size of 80 pieces on 4 outer cannulas contamination with adhesives."